Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review observed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. The mpu has a v-lock connector on the ac power cord. The patient incorrectly connected the white mpu to the black controller power cable and vice versa. Instead of placing one power cable back on to battery to fix the error, the patient inadvertently double disconnected from power to resolve it. Manufacture's report number of mpu: 2916596-2021-07181.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the no external power alarm was confirmed via the submitted log file. The heartmate 3 system controller (serial number (B)(6) ) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 4 days ((B)(6) 2021 per the timestamp). The log file captured a no external power alarm active on (B)(6) 2021 from 20:45:46 to 20:45:48 due to the patient disconnecting both power leads from external power. During this time, both power leads to the controller were disconnected from external power causing the alarm. The backup battery was able to support the system controller and pump speed was not affected. The alarm resolved on its own when external power was restored via the power cable leads. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cables must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.